Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient believed that one of the leads had moved. He was having pain at the site of the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.